Event description:
During a laparoscopic cholecystectomy procedure, the cautery tip broke off during the procedure. Surgeon retrieved the broken components laparoscopically. Hosp reported that no pt injury had occurred.